Event description:
It was reported that as lvp 20d dehp 3ss cv had fluid backing up. The following information was provided by the initial reporter: material no: 2426-0500 batch no: unknown. It was reported that the clinician noticed fluid backing up from one tubing drip chamber to another. Verbatim: incident #1: (B)(6) 2021: chemotherapy/immunotherapy given: 0.9% sodium chloride 250 ml attached to primary tubing product #07613203020992 was hung as line flush bag on a secondary hanger so level was below primary chemo bag. Paclitaxel/albumin-bound came attached to a secondary line pre-primed from pharmacy. Infused first; completed w/o difficulty. Gemcitabine 1344 mg in ns 250 ml came attached with a pre-primed secondary line from pharmacy : equashield closed system transfer device secondary tubing product number #07290013484413. At the end of the infusion of the gemcitabine, when the ns flush should have started, it was noted that the ns had backed up into the chamber of the secondary line (attached to gemcitabine) which had been empty. It was also noted that both of the lines were dripping simultaneously. To resolve the issue, the nurse pinched the ns line to allow the gemcitabine secondary line to empty again. Then we clamped that line and allowed the flush to resume. Serial pump # unknown. Incident #2: (B)(6) 2021 via port-a-cath: ns 250 ml infusing at kvo, used to prime line for therapy; attached to primary infusion line product #07613203020992. Hung on secondary hanger so level was below primary pre medication bag. Ondansetron 16 mg in 100 ml ns IV over 15 min started 0845, completed 0900, spike with bd secondary set #07613203010078. Error occurred at tail end of infusion when chamber should empty and fluid should infuse to level of primary solution line, instead, it was noted that the ns had backed up into the chamber of the secondary line (attached to ondansetron) which had been empty. To resolve the issue, the nurse pinched the ns line to allow the ondansetron secondary line to empty again. Then we clamped that line and allowed the flush to resume. Serial pump # unknown.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the clinician noticed fluid backing up from one tubing drip chamber to another. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 3ss cv had fluid backing up. The following information was provided by the initial reporter: material no: 2426-0500. Batch no: unknown. It was reported that the clinician noticed fluid backing up from one tubing drip chamber to another. Verbatim: incident #1 (B)(6) 2021: chemotherapy/immunotherapy given: 0.9% sodium chloride 250 ml attached to primary tubing product #07613203020992 was hung as line flush bag on a secondary hanger so level was below primary chemo bag. Paclitaxel/albumin-bound came attached to a secondary line pre-primed from pharmacy. Infused first; completed w/o difficulty. Gemcitabine 1344 mg in ns 250 ml came attached with a pre-primed secondary line from pharmacy : equashield closed system transfer device secondary tubing product number #07290013484413 at the end of the infusion of the gemcitabine, when the ns flush should have started, it was noted that the ns had backed up into the chamber of the secondary line (attached to gemcitabine) which had been empty. It was also noted that both of the lines were dripping simultaneously. To resolve the issue, the nurse pinched the ns line to allow the gemcitabine secondary line to empty again. Then we clamped that line and allowed the flush to resume. Serial pump # unknown. Incident #2 (B)(6) 2021 via port-a-cath: ns 250 ml infusing at kvo, used to prime line for therapy; attached to primary infusion line product #07613203020992. Hung on secondary hanger so level was below primary pre medication bag. Ondansetron 16 mg in 100 ml ns IV over 15 min started 0845, completed 0900, spike with bd secondary set #07613203010078. Error occurred at tail end of infusion when chamber should empty and fluid should infuse to level of primary solution line, instead, it was noted that the ns had backed up into the chamber of the secondary line (attached to ondansetron) which had been empty. To resolve the issue, the nurse pinched the ns line to allow the ondansetron secondary line to empty again. Then we clamped that line and allowed the flush to resume. Serial pump # unknown.